Manufacturer narrative:
Serial number updated. The main component of the system. Other relevant device(s) are: product ID: sw app 9735762, stealth s8 app, version: 1.2.0. A software analysis was initiated to determine the probable cause. Analysis found that the reported event was not related to a software issue. The issue appeared to be related to the left tracker (imaging system) calibration issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Previously submitted report 1723170-2019-02699 was found to be a duplicate of this event after additional review. Further information regarding these reports will be sent under the current report number and not under 1723170-2019-02699. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that a possible cause was that the calibration on the left tracker was not good even if the calibration and verification was correct. The inaccuracy was reported to be 10mm deeper on screen than in reality and the surgeon followed the surgery without navigation. There was no change in patient outcome and the rep planned to recalibrate the tracker. Later additional information was received indicating that the procedure was a minimally invasive lumbar fusion. The accuracy seems to be correct by the surgeon at the beginning of the navigation but after his first screw placement, he found that it was inaccurate. The surgeon verified more precisely the accuracy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. The rep indicated that during the first 3d scan when putting the pointer on the screw of the frame the rep had to zoom out the maximum distance to see the images of the spine one the screen. It seemed that the images were 1 meter away from the pointer. In the second and third 3d scans the tip of the instruments on the screen was 10 mm deeper than reality. At the time of this report the patient was noted as alive without injury.